Event description:
Report received that the pump was set to repeat a previous secondary dose of 60ml. The pump reportedly delivered only 1ml. The pump was removed from clinical service. There were no reports of adverse pt events and no delays in critical therapy. Though requested, no add'l info was received.